Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Medical staff reported an alleged lap-band device tubing leak. The device was removed because, the "tubing disconnected from lap-band system while in pt." Medical staff reported an alleged lap-band device tubing leak. The entire system was removed because, the "tubing disconnected from lap-band system while in pt." F/u findings: an "upper gi" was performed and the surgeon saw that "the port tubing was cracked." The problem was first noted when the pt came in to the office and said, the pt had "gained weight," felt "no restriction," and was experiencing "hunger between meals." The surgeon "couldn't withdraw fluid" from the band. The entire system was replaced.